Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown event description: this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Cannula fragmentation. Report from the sales rep. The distal end of the cannula contacted a snake retractor. The cannula was fragmented and the fragment fell off inside the abdomen. The fragment was retrieved from patient. Initial investigation report. The event unit was returned to us and visually inspected. The distal end of the cannula was fragmented. The fragment is similar to the missing section on the cannula in shape. The unit will be returned for further evaluation. (B)(4). One cannula and fragment returning. Please see component list. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a blue fragment. Visual inspection confirmed the complainant¿s experience of cannula tip fracture. The blue fragment completed the missing portion at the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the fracture was caused by a combination of the following: contact with the snake retractor during the procedure and material abnormality, which would cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Event description: this is a complaint from the market. Administrative no.c18157001. Please refer to the complaint sheet for investigation. Cannula fragmentation. Report from the sales rep the distal end of the cannula contacted a snake retractor. The cannula was fragmented and the fragment fell off inside the abdomen. The fragment was retrieved from patient. Initial investigation report the event unit was returned to us and visually inspected. The distal end of the cannula was fragmented(pic.1). The fragment(pic.2) is similar to the missing section on the cannula in shape. The unit will be returned for further evaluation. Admin# c18157001. 1 cannula and fragment returning. Please see component list. Patient status: no patient injury.